Manufacturer narrative:
A medtronic representative reported that while in a spinal fusion procedure, the image acquisition system (ias) would not move past stand alone mode after system boot up. They disconnected the mobile view station (mvs) umbilical cable and rebooted the system, this resolved the issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. On site investigation discovered that the reported event was caused by a damage mvs umbilical cable. Replacement of the cable resolved the issue. No further issues were reported. Analysis of the returned cable confirmed the electrical damage as it did not pass bench level testing due to broken wires. A software investigation was also completed. This investigation found the reported issue to be related hardware as software functioned as designed. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the image acquisition system (ias) would not move past stand alone mode after system boot up. They disconnected the mobile view station (mvs) umbilical cable and rebooted the system, this resolved the issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.